Event description:
Allegedly, eprd reported 6 new complications for procotyl® p - procotyl® p ps (8 aseptic loosening events). Revision surgery. No further information was reported. This incident is capturing 6 aseptic loosening events.

Manufacturer narrative:
Mpo was made aware of revisions for loosening from a german registry report (eprd). Specific information for each event is not available. Loosening is a known risk of total hip arthroplasty. Trending does not reveal an increase in risk level for this part family. There is insufficient information available to perform any further investigation.